Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates the use of mesh from multiple manufacturers and that some patients experienced postoperative complications. The information obtained is limited to the content of the article. The article does not report that any specific device malfunction or alleged post-op complications were caused or contributed to the use of the ventralight st mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection, hernia recurrence, hematoma and seroma are clinically understood potential complications of surgery/use of the device and are identified in the instructions-for-use provided with the device, as possible complications. Regarding infection, the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh" note, the date of event (01-nov-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "age is just a number: the role of advanced age in predicting complications following ventral hernia repair with component separation". This retrospective, single-institution review analyzed patients who underwent elective open ventral hernia repair (vhr) using the component separation technique (cst) between november 2008 and january 2022. Patients aged 60 years and older were classified as the advanced age cohort, while those younger than 60 years were categorized as the <60 cohort. A total of 219 patients (103 males and 116 females) underwent vhr with cst, of which 114 patients (52.1%) were aged 60 years or older. All procedures were performed by a single surgeon. Ventralight st meshes, and other non-bd meshes were implanted and secured using pds sutures. Postoperative outcomes included prolonged length of stay (n=57), 30-day readmission (n=12), 90-day readmission (n=21), infection (n=22), ssi/cellulitis (n=14), abscess (n=8), seroma (n=9), hematoma (n=2), percutaneous drainage of fluid collection (n=8), incisional dehiscence (n=10), surgical site occurrence (n=29), small bowel obstruction (n=6), return to the operating room (n=15), hernia recurrence (n=16), and mortality (n=4). This article concludes that vhr with cst is generally safe to perform in patients of advanced age. Every patient's comorbidity profile should be thoroughly assessed preoperatively for risk stratification regardless of age. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.